Manufacturer narrative:
(B)(4).the device was received for evaluation. Visual inspection revealed a black particle, approximately 0.01 square mm in size, embedded in the material of the stress member. The particle was not in the fluid pathway. The material type of the particle was not identified. The cause of the condition was not determined. No black mark was found on the filter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a black mark on the filter. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.